Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the customer never had this happen before. He had pictures of the product that injured the customer, where it was clearly visible the crystal sticking through the plastic. The customer also had images of the lot number and other information if needed. It was unsure if the product is defective or if this is a known issue. There were patient consequences was reported. Unknown if the device was returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the product code? Can you identify the lot number of the product that was used? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? ¿ was the ampoule crushed repeatedly? Is the damaged device available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Healthcare professional, the customer using adhesive on one of his patients for suture repair. Upon cracking the apparatus to mix the solution together, one of the crystals pierced through the plastic and punctured my thumb. Additional information has been requested.